Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected 2 opened and used enlite sensors and performed bicarbonate buffer test. Both sensors failed per specifications one failed due to low readings and the second failed with high readings.

Event description:
It is reported that the patient's insulin pump had a sensor error. The patient's blood glucose level was 32mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.